Event description:
The consumer was in the process of being transferred with the back of the seat reclined, when the latch allegedly failed on the back of the seat causing the chair to fall backwards and the consumer to fall to the floor. No serious injury is alleged.

Manufacturer narrative:
No serious injury reported. During a transfer into their chair the back of the seat was reportedly reclined. During this transfer, a latch allegedly failed and user fell out of their chair. The chair is reportedly bent now. Device has been in service since 2004 with no reported incidents. No device history which would suggest a product problem. MDR filed as a conservative measure.